Manufacturer narrative:
The device is not available for analysis.

Event description:
Per the clinic, the patient experienced no auditory percepts and dizziness with stimulation. On (B)(6) 2016 the device was explanted; during the same surgery the patient was re-implanted with a new device. The device is not available for analysis.